Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Per maude event report form, #mw5056833 and #mw5056834 during an unknown procedure; while pressing the trigger, the first clip split and jammed the clip applier. The surgeon removed the clip and applier intact. Surgeon removed applier and finished procedure with another applier without incident. There were no patient consequences reported.